Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a primary clavicle fracture procedure, upon insertion of the ar-2658tr knotless distal clavicle plate button tightrope into the plate, the button broke-off of the driver after passing through the clavicle. The surgeon had to dissect and resect tissue past the clavicle to fully retrieve the broken fragment. The surgeon sized up the reamer to the 4mm bit, and reamed the same hole for insertion of a second ar-2658tr (same lot: 10304053) to complete the procedure. The device was discarded and will not be returning for evaluation.